Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the user interface module (uim) and was able to duplicate the reported issue. The root cause of this reported issue was isolated to the cell battery voltage. This reported issue will be tracked and internally investigated.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen stays dark. There was no patient involvement associated with this event.